Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained. Note: the device manufacture date is unknown. The date in h4 is the date adc received this complaint.

Event description:
A customer reported receiving erratic readings on their adc meter. They reported receiving readings of 20 mg/dl and 161 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. The customer also reported they experienced cold sweats before they took the test and refused to provide any more information with regards to the medical episode. There was no report of death, serious injury or mistreatment associated with this event.